Event description:
It was reported that the hand piece device "is overheating." The reporter was unable to determine the event date. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device has been returned. Reliability engineering evaluated the device and the reported condition of overheating could not be confirmed. A functional assessment was performed and the device would not hold the cutter. The findings revealed that this event was due to misuse of the device. If additional information should become available, a supplemental report will be sent accordingly.